Event description:
Procedure: pancreas. According to the reporter: staples did not form properly. Additional resection was done and the procedure was completed with another device.

Manufacturer narrative:
(B)(4)